Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 9, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was visually inspected upon receipt and found no anomaly such as breakage. After rinsing and drying, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. No anomaly was found in the manufacturing record and the incoming inspection records. The investigation result verified that the gas transfer performance of the actual sample met the factory's specification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular during cardiopulmonary bypass, oxygenator at 34 degrees celsius and 80 then 100% fio2, sweep at 5 lpm, po2 dropped down to 160. Per facility, adjustments got po2 into the lower 200s but should¿ve been 500 plus. Improved slightly on rewarm and got off cpb without patient related incident. No known impact or consequences to the patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.